Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: what color cartridge was being used? Unknown. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. But it was not smoothly. Is there any other additional information you would like to share about this device or procedure? No excessive force was obtained to the device during closing, firing, opening. There was no tissue damage. The analysis showed that the device was received in good visual condition and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap splenectomy, the jaws did not open smoothly with the release button after the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.